Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) and the cable connecting ECG a and b to the front te were pulled from the strain relief. The cause of the test failure ws the pulled cables. The root cause of the pulled cables was due to excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.